Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaulation is complete.

Event description:
The customer stated that the architect analyzer generated a falsely decreased tsh result on one patient sample. The results provided were: pt#2 arch = 1.49 miu/l / outsource = 2.53. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, a review of labeling, and a review of manufacturing records. A review of the text states that the initial tsh result of 0.8miu/l was questioned and the sample was tested by a different lab returning a value of 0.13; however the method used was not provided. The text further states that reproducibility testing gave results similar to the results seen from the initial architect instrument. No returns were made available from the customer site for this investigation. A review of complaints determined that there are no complaint trends for architect tsh or lot 57945ui01. Accuracy testing was completed using lot number 57945ui01 and all testing met acceptance criteria. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the architect tsh package insert shows adequate information regarding sample handling along with specimen collection, limitations on the interpretation of results, and performance characteristics. Based on this investigation, the architect tsh, lot 57945ui01, is performing as intended and no product issues or malfunction were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.